Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath (clear) was selected for use. It was mentioned that once the sheath was inserted into the patient and sheath was aspirated to remove the dilator, air was noted at the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as it was disposed.